Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-77 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely negative alinity I total -hcg results for a pregnant female patient. (Customer provided reference range reference range: <5 miu/ml). Initial result = <2.3 miu/ml. New blood sample at another hospital = 30000 miu/ml, repeat result 21777.66 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I total ss-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71475ud01. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the likely cause lot number and complaint issue. The overall performance of alinity I total ss-hcg reagent was reviewed using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I total ss-hcg reagent kit for lot number 71475ud01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely negative alinity I total -hcg results for a pregnant female patient. (Customer provided reference range reference range: <5 miu/ml). Initial result = <2.3 miu/ml. New blood sample at another hospital = 30000 miu/ml, repeat result 21777.66 miu/ml. No impact to patient management was reported.